Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance with resetting the pump from customer technical support, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurs.